Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). Evaluation summary (B)(4) - the full lead was returned and analyzed. The distal conductor was fractured. The defibrillator conductor was distorted. There was blood in/on the helix mechanism. We did receive performance data collected from the lead and have analyzed the data. A lead integrity alert triggered on (B)(4) 2011. There was high resistance/impedance. The daily pace lead impedance trend data shows an abrupt increase for ventricular pace. Bi impedance equals 437 to 4047 ohms peak between (B)(4) 2011 and (B)(4) 2011. There was interference/noise. The ventricular short interval count (v-sic) equals 402 counts avg/day, in 3.78 days, between (B)(4) 2011 and (B)(4) 2011.

Event description:
It was reported that an alert was triggered for high impedance and oversensing for the right ventricular lead. The lead also had a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.